Event description:
Pt reported the infusion device has a faulty up button. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement product was sent.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is that is available at this time. If further info is obtained, it will be provided in the supplemental report.